Event description:
Nurse states that patient called out and when she went to check on patient, he stated he felt a pop and then felt wet. Nurse checked his foley catheter and it had fell out of him. After inspecting it, the nurse stated the balloon was deflated and torn.